Event description:
It was reported that the pacing rate on the external pulse generator (epg) could not be adjusted. The epg was returned for servicing. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the device passed functional test after completing calibration. (B)(4).